Event description:
While using a byte day aligners, patient experienced the aligner cutting into their gum and being extremely painful. Patient was advised to scallop/file down the aligner that is cutting their gums and provided tips for comfort.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.